Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: review of the black box data revealed evidence of cs064-0008 alarms. On investigation, the pump powered on and was exercised for 24 hours without any call service alarms occurring. Moisture was found inside the pump on the printed circuit board and the motor connector.